Event description:
Procedure-peripheral leg pta in a polymorbid patient with peripheral arterial occlusive disease: the approach was through a 5f sheath. First the a femoralis was expanded with an optiplast xt, 4mm diameter. Then the 0.035 wire was changed to a 0,014 or 0,018 wire. And the ultraverse catheter was inserted in order to expand a popliteal stenosis. This was successful with a 3mm balloon. When withdrawing the ultraverse catheter, the balloon became struck in the sheath., although it was aspirated in a vacuum with a id3030 syringe. The physician held the sheath and pulled at the catheter. Suddenly, the catheter tore off completely 3 cm outside of the sheath. Following this, the physician removed the balloon together with the sheath in order to recover it safely.